Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was ill and in the intensive care unit. The device was programmed to pace in the 70 bpm range, even though the patient's intrinsic rate was in the 60 bpm range. This resulted in the patient pacing 96% of the time. Nurses had checked on the patient and had reported that his bp dropped very low and his pulse was asystole; however, it seemed that the nurses were looking at the pulse ox rather than the surface ECG. A boston scientific technical services consultant discussed that without strips, it would be difficult to make an assessment. There may have been oversensing or loss of capture that caused the nurses to believe the patient was asystole.